Manufacturer narrative:
Stenosis and regurgitation which develops progressively over time can be due to a number of issues including patient related factors. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a (B)(6) year-old male underwent surgery for valve-in-valve procedure after an implant duration of approximately nine (9) years and nine (9) months due to mixed aortic stenosis and regurgitation. As per the surgeon, no physical deterioration of the valve was noted. An edwards transcatheter valve was successfully implanted within the pre-existing surgical valve via transfemoral approach. The patient was reported as to be in stable conditions.